Event description:
A malfunction occurred when the customer was about to administer insulin for carbohydrate intake. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer was able to reset the pump and resume insulin therapy.